Manufacturer narrative:
Weight: unknown/no information. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device willbe performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a johnson & johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to experiencing difficulty with their vision. Their left eye was blurry especially when reading or driving. The patient had difficulty driving for an extended period of time (more than an hour). Also, the left eye vision was slightly darker than the right eye and the doctor¿s diagnosis is mechanical obstruction of intraocular lens. The customer does not know if there was a rotation or calculation issue. Reportedly, there was no capsule tear, vitrectomy or sutures required. No medications outside the regular standard of care were required. The explanted lens was replaced with another jnj iol, model zlu150, 15.5 diopter. It was reported that after the explant the patient is doing well. However, they complained about blurriness in their left eye but states it has been improving. Patient denies discomfort or pain. It was indicated that during the pre op visit, the patient's visual acuity in the left eye was 20/40 and their visual acuity at one-day post op was 20/30 for that eye. No further information was provided.